Event description:
The customer reported via phone call that she experienced high blood glucose of 515 mg/dl. The customer treated with the insulin pump and manual injection; she then changed the set. The customer stated that the drive support cap is recessed. Customer declined to check for air bubbles or leaks. She stated that the issue was resolved by the set change. She also reported she experienced low blood glucose of 51 mg/dl. Customer had been having high and low blood glucose since (B)(6) 2015. Customer treated with food and glucose tablets. Customer experienced shaking, sweating and anxiety. The settings are correct, the insulin pump was not exposed to a magnetic field and the reservoir showed the same amount of insulin as shown on the status screen. She also mentioned she had just started insulin pump therapy. The customer was advised to discuss the events with her doctor. Current reading was 112 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.